Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings and absence of no delivery alarm. The customer's blood glucose reading was 497 mg/dl. The customer stated that she took out the infusion set and it was bent. The customer did not have the pump with her to troubleshoot. The product was not returned for analysis.